Manufacturer narrative:
A ge service rep performed an onsite investigation. The kilovolts were checked and set and the system was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's kilovolts were too high. No pt injury was reported.